Event description:
Summary of event by staff technologist involved. Basically, when acquiring a "step" acquisition (continuous non-circular torso setup), the "step" svc holder came in contact with the pt, and the gantry did not stop rotating. The "step" source holder broke off its mounting plate. Significant harm to the pt could have occurred if the technologist was not there during the incident.